Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to the encoder being out of phase. Unable to perform the displacement test due to the constant motor error alarms. The device was received with minor scratched display window, cracked case at the display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming motor error. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.